Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where the user could not link the newly inserted sensor with the transmitter. No signal could be achieved in the placement guide. A transmitter replacement did not resolve the issue. The issue was escalated to the next level of support who issued a return material authorization (RMA) to replace the sensor.

Manufacturer narrative:
The sensor was not returned to senseonics; thus no confirmation or investigation of the complaint was possible.